Manufacturer narrative:
Investigation outcome: product serial number was missing, it should be (B)(6). The date of the event occurred was (B)(6) 2025, in the ICU department. Based on our understanding, the reported situation is inaccurate. The actual situation was that the device failed the pre-use check due to flow sensor failure, not that the failure was discovered during use as stated in the hospital's report. The check revealed an issue with the external flow sensor. After replacing it with a new flow sensor, the device functioned normally. Since this was discovered during the pre-use check and the device was not used on a patient, it caused no harm to any patient. This case is considered as closed.

Manufacturer narrative:
Hamilton medical ag ref nr: (B)(4).

Event description:
Hamilton medical ag received the following event description: "during use, the flow sensor malfunction" - no health consequences or impact. - no intervention necessary. The case has not been reviewed yet by hamilton medical ag. Therefore the failure description could not be confirmed yet.